Event description:
Staff inserted becton dickinson 3 ml syringe with interlink vial access cannula into 1 ml vial of versed. Upon extraction of the syringe, staff noticed a small piece of the harpoon separated from the harpoon and remained in the syringe barrel. The syringe was never used on a pt.